Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system had frozen and was unable to be shut down. Rse made an attempt to shut down, but it took 20 minutes. Later power on the system was stuck with hourglass. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was cancelled by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the allura system froze up during a case and the restart took 20 minutes. The device was inside of clinical use at the time of the reported event. No harm was reported to philips. Restart did not resolve the issue and the procedure was aborted and they had to move the patient to another room. Philips has started an investigation of this complaint.